Event description:
Reportedly, loss of connection with usb connectivity issue.

Event description:
Reportedly, loss of connection with usb connectivity issue.

Manufacturer narrative:
Upon reception, the returned cpr4 head was tested and reported behavior was not reproduced, as normal initialization of the head and normal communication were observed when interrogating an implantable device. The most likely hypothesis to explain the reported issue is that the cpr4 head was not properly positioned, or that electromagnetic interference was present during the pacemaker interrogation. Such interference may be generated by nearby screens, laptop chargers, electrophysiology magnetic sensors, or other telemetry heads, leading to the inability to interrogate the pacemaker. It is recommended to minimize, as much as possible, potential sources of electromagnetic interference near the telemetry head while the device is being interrogated. No general malfunction is suspected on the subject device. This case is retained and utilized for trend purposes.